Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe could not cut the vitreous body after using a while, and the aspiration was normal and had significant attenuation in vibration, sound during vitrectomy surgery. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.